Event description:
It was reported that this right ventricular (rv) lead had a high out of range shock impedance on the shocking coil. The system was explanted and replaced with subcutaneous implantable cardioverter defibrillator (s-ICD). No adverse patient effects were reported.